Manufacturer narrative:
(B)(4). This product is not approved for sale in us but a similar product with 510k number k020709 and catalog number 8549305 is approved for sale in us. Product analysis : visual and optical examination of the returned domino set screw identified displaced material movement, with circular witness marks inside of the hex, as well as rounded hex corners. The deformation is consistent down the full depth of the implant, suggesting full insertion of the driver during usage. The above findings are consistent with stripping torsional overload.

Event description:
It was reported that the patient underwent spinal surgery (growing rod) . During surgery, the hex driver was stripped when the surgeon loosed a screw of domino. The product came in contact with the patient. No patient complications were reported as a result of this event. Upon analysis of the returned set screw of domino, it was found to be stripped.